Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 85 units. Reportedly, the cartridge was filled with 250 units of insulin. The customer¿s blood glucose level was 166 mg/dl. During troubleshooting with tandem technical support the customer received another inaccurate fill estimate. Reportedly, the customer had manual injections for alternate insulin therapy.